Event description:
Pt was on the operating bed, and the EKG meter malfunctioned. The dr decided to continue without an EKG and the pt went into severe cardiac arrest and no one was aware of the problem until he was removed from surgery.